Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: always make sure that the correct time and date are set on your system.

Event description:
It was reported that the pump time was incorrect due to user error. Customer's blood glucose level was 80-200 mg/dl. Reportedly, the customer corrected the time and continued to use the pump for insulin therapy.